Event description:
Anesthesiologist received an electrical shock from pt as electrosurgical unit was activated. Megadyne 2000 return electrode was being used. Anesthesiologist had one hand placed over return electrode pad (at head of bed) other hand was being used to tilt pt's head back. Shock was felt in thumb applied to pt's head.